Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection/sepsis. The device was explanted and the patient was given intravenous antibiotics. No additional adverse patient effects were reported.